Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory distress is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient has not been able to be weaned from ventilator post-lvad implant on (B)(6) 2015. It was stated that the patient was taken for tracheostomy on (B)(6) 2015. It was further stated the patient is progressing well. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Additional information received from the site states that the patient was very fragile going into surgery and had "very high pvr". It was further stated that it was recommended that the patient pursue lung transplant along with heart, but the patient refused and wanted the vad only. It was also stated that the respiratory event was not device related but it was also said that they can't say with 100% certainty that its procedure related. It was said that the patient was currently still in the ICU and working with physical and occupational therapy on a daily basis. Patient was said to tolerate trach collar well and plans for discharge to "ltac" soon for rehab and trach weaning. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause was due to respiratory failure that was not device related but could possibly be procedure related. Other causes could have been attributed by clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.